Event description:
It was reported during an implant procedure on (B)(6) 2025, the physician could not advance the lead to the desired location due to the lead kinking. As a result, the procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.